Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission.

Event description:
It was reported that during the first thulium laser procedure the patient's bladder was perforated. This was confirmed with xray. Due to the position of the perforation, it was assumed that this was during the laser part of the procedure and going too deep with the laser.

Manufacturer narrative:
Since the morcellator in question was not sent in for technical examination, it was not possible to carry out a thorough analysis of the device. However, based on the description of the fault and the circumstances described during the procedure, a technical defect in the product is extremely unlikely. The information available indicates that an operating error is the most likely cause. In particular, insufficient bladder filling, which increases the risk of bladder injury during morcellation, and possible insertion of the instrument too deeply or in an uncontrolled manner, argue against a product-related cause. Furthermore, incorrect or incomplete reprocessing of the instrument cannot be ruled out. A proper functional check after reprocessing cas required in the instructions for use (IFU) would have detected potential functional limitations in advance. The surgeon's assumption that the perforation may have occurred during laser ablation also supports the assumption that the injury is not necessarily related to the morcellator. Overall, there are no indications of a product defect. The totality of the circumstances strongly suggests an application-related cause. The event is filed under internal karl storz complaint ID: (B)(4).